Event description:
The dealer states the customer called and alleges that he was transferring and he heard the cane snap. She doesn't know what side so she is quoting both sides. The dealer didn't ask any additional questions. No additional information.